Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a cerebral infarction, a thrombosis was identified at the end of the right internal carotid artery. The procedure involved the use of a  solitaire fr stent in combination with a rebar27 microcatheter. During the procedure, the stent felt very astringent when entering the microcatheter and was difficult to push out, encountering resistance during delivery. The surgeon removed the stent, flushed it, and attempted to reinsert it, but the difficulty persisted. To ensure the safety of the operation, a new solitaire stent was used, and the pull-out combination was performed again, successfully removing the thrombus and opening the blood vessel, completing the operation. Additional information received reported that the resistance was in the middle and distal part of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU. The cause of the resistance was not determined.